Manufacturer narrative:
The reported event of premature or early battery depletion was not confirmed in the laboratory. The device was received in backup mode operation, and battery voltage at near end of service (eos) level. Analysis found the device had been implanted beyond its projected longevity. At this stage, the capacity of the battery is significantly reduced, and its voltage level is sensitive to variations in usage, as well as, temperature changes. These conditions can result in fluctuations of measured battery voltage level, which affects the longevity estimates. After cutting open the device, the battery was confirmed to have reached near eos level, due to normal usage and high output settings in backup mode. Further testing after replacing the battery revealed no indications of high current drain or premature depletion. Longevity calculation based on the device usage information found battery depletion was normal.

Event description:
It was reported that the device reached eri prematurely. On 5/3/19, the longevity estimate showed 1.25 to 1.75 years remaining till eri. The eri was then triggered on (B)(6) 2019. Patient was asymptomatic. The device was explanted and replaced. There were no consequences to the patient.